Event description:
The facility reported a colleague infusion pump with a failure code of 550:320. This condition had the potential to interrupt delivery. The event was reported to have occurred upon power up. There was no report of patient/user involvement, injury or medical intervention. No additional information is available. This is involving a pump with software version 5.09.90 which is categorized as a colleague 2006.

Manufacturer narrative:
(B)(4). The device has been received and is awaiting evaluation by baxter personnel. Once the evaluation is completed or should additional information be received, a follow-up medwatch will be submitted. Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code of 550:320 was confirmed during product evaluation. The root cause of the reported problem was determined to be defective uim pcb (user interface module printed circuit board) and damaged speaker harness. Appropriate action was taken to correct the reported problem by replacing the speaker harness and uim pcb. A device history review was performed with no exceptions found during manufacturing.